Manufacturer narrative:
(B)(4). Investigation summary: five photos were received by our quality team for evaluation. From the photos, the team was unable to determine the foreign matter type. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: from the returned pictures, unable to determine what type of foreign matter. The sample is required to further investigate the root cause thus, unable to establish the root cause. A review was performed for the last 12 months of quality notification there was no quality notification raised for the reported non-conformance.

Event description:
It was reported that two bd cathena¿ safety IV catheters experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 386804 batch no: 8232430. Plastic like substance has appeared on/at the tip of the catheter. Feels like an adhesive agent-soft and slightly sticky.